Event description:
It was reported that a patient using an ilet bionic pancreas experienced hypoglycemia with a lowest cgm value of 70 mg/dl on a freestyle libre 3+ sensor, which was treated with oral carbohydrates in the form of juice and was trending upward; the patient was unsure of the cause and reported recent stomach issues and reduced appetite, and was advised to correct the low before eating and not to use a meal to treat a low. Symptoms included low blood glucose. Outcomes included resolution of the low after oral carbohydrate intake and no hospitalization. Investigation included case triage and user education on hypoglycemia management and troubleshooting. Investigation of this case revealed no device malfunction reported and no device component issue identified, with the event consistent with hypoglycemia of unclear cause potentially influenced by reduced intake. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.